Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03036. It was reported the pt was experiencing pain and it was determined there was an infection at both the scs ipg pocket and scs lead sites. Subsequently, the scs system was explanted and the pt was hospitalized. F/u identified as of (B)(6) 2013, the pt had been released from the hospital and was receiving oral antibiotics. As of (B)(6) 2014, the pt was still receiving antibiotics as the regimen was to last at least 8 weeks.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.